Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective cpu, pcba to address the reported problem. The unit successfully passed the required performance verification test. The (central processing unit) cpu pcba was returned to the fi(failure investigation) lab for evaluation. Visual inspection of the cpu pcba revealed no damage or contamination. The customer returned cpu pcba will be installed into the fi test ventilator. The test ventilator will be booted into the diagnostic mode. An attempt to boot into the normal ventilation mode will be made. The power will be cycled on and off 15 times. Operational testing was performed and the fi test ventilator did boot into the diagnostic mode. There was 1 instance of the 1104 backup alarm failed error and 1 instance of the power has been restored e/c 1218 error found in the log. Cycling the power did not produce any errors. The backup alarm ls1 will be tapped on while booting up the production cpu pcba ls1 will be covered so no impurities can get inside the unit. Heat will be applied to the backup alarm ls1 while booting up the cpu pcba and freeze spray will be applied to the backup alarm ls1 while booting up the cpu pcba. Tapping on the backup alarm ls1 while booting up the cpu pcba did not change the results, applying heat to the backup alarm ls1 while booting up the cpu pcba did not change the results, and applying freeze spray to the backup alarm ls1 while booting up the cpu pcba did not change the results. The interior visual inspection of ls1 (lot code: 0617) revealed dried contamination which was found inside this backup alarm ls1 on the pcba board . This complaint was caused by cold solder on the piezo buzzer ls1 pcba (lot code:0617) at the positive side of the 330 ohm resistor.

Event description:
The customer reported error backup alarm failed (e/c 1104). The device was not in use at the time of the reported event; therefore, there was no patient involvement.